Event description:
It was reported that the patient was admitted to the hospital due to complaint of symptomatic pump speed drops down to 5000 rpms and symptoms of chest and neck tightness, as well as feeling dizzy and lightheaded. The set low speed limit was noted to be 6000 rpms. A right heart catheterization (rhc) was performed for the same reasons. The rhc found a mean right atrium (ra) pressure of 9 mmhg, a pulmonary artery (pa) pressure of 48/14 mmhg, a pulmonary wedge (pw) pressure of 14 mmhg, a cardiac output (co) of 6.5 l/min, a cardiac index (ci) of 2.57 l/min/m2, and a pa oxygen saturation of 67%. There was a slight improvement with mixed venous saturation and no change in pw pressure when the pump speed was increased from 6500 rpms up to 6950 rpms. The speed drops were happening at random times, and only on battery power. The left ventricular assist device (lvad) system was noted to be in good repair, and the driveline was intact. There was no alarm history related to speed drops, and pump power and flow were constant, and no pulsatility index (pi) events were triggered, with the historical graph being the only thing reflecting the speed drops. There were some speed drops as low as 4500 rpms. Log files were submitted for review and found no speed drops below the low-speed limit of 6000 rpms, and the event log was mostly filled with pi events. No unusual events were recorded in the event history.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file could not confirm the reported pump speed drops. A direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The submitted controller event log file contained events from (B)(6) 2025. No atypical decreases in pump speed were observed - the only fluctuations in speed observed were associated with pulsatility index (pi) events, per design. The pump appeared to have operated as intended at the set speed throughout the duration of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no further information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1, ¿introduction,¿ and section 6, ¿patient care and management,¿ outline all pump parameters, including pump speed and pulsatility index (pi). Section 1 also notes that the heartmate 3 employs a feature called artificial pulse. Although the clinician will set only a single speed, the rotor speed will periodically depart from this value (2000 rpm above and 2000 rpm below the set speed) in order to contribute a flow disruption that in some ways mimics native cardiac contractility. This IFU also explains that pulsatility index (pi) events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low-speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. It is also noted that the system monitor displays the pump speed in revolutions per minute (rpm). This value matches the actual speed within ±100 rpm under nominal conditions. The patient handbook instructs patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.